Manufacturer narrative:
H2) additional information: d11: lot number of 9735773 updated to 2003. H3) the battery was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. No failure was found with the battery while under testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735773, serial/lot #: (B)(4), ubd: 17-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra-operatively during a catheter placement procedure. Only the main cart was used. During the operation, the power turned off without permission even though the ac cable was connected. It recovered by turning on the power. A battery error message was displayed. After that, it was continuously used without any issue. After the operation was completed after 30 minutes, a self-test was conducted, and there was no problem with battery operation with 100% battery. At first, there was an event that the power turned off about a month ago, and the 48v battery and uninterruptible power supply (ups) were replaced. It was connected to ac power and charged all the time during storage. There was also a possibility of overheat because there was something that just blocked the ventilation hole at the back of the main cart, so the battery was scheduled to be replaced within warranty just in case. There was no delay to the procedure and no reported impact on patient outcome.

Manufacturer narrative:
The system was serviced in the field. The battery was replaced. The system passed all tests and was performing as intended. (B)(4) reflect this analysis. If information is provided in the future, a supplemental report will be issued.